Event description:
(B)(4). It was reported that the flow transducer sub-test and the pressure transducer sub-test failed during the system check-outs. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
Update 04/05/2016 06:53 am (B)(4). After receiving a correspondence from the FDA regarding the received initial e-MDR report indicating the e-MDR was 5 day and a 30 day report, a supplemental report was created to correct the incorrect selection of a 5-day report. The initial and 30 day report values were meant to be selected for the received initial e-MDR report.

Event description:
Update 04/05/2016 06:47 am (B)(4).

Manufacturer narrative:
Information received from a company representative states, that the reported issues with the failing flow and pressure transducer sub-tests during the system check-out tests were caused by moisture in the patient cassette. After ventilating on a test lung (dry) for a while, the moisture was no longer present and the tests passed. There were no device logs available to confirm the issues. No parts were replaced.

Event description:
(B)(4).